Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2 b5 h6.

Event description:
The previously reported event of "fluid was removed for testing" is not an adverse event and will be unreported. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported rupture and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device was explanted and replaced. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reporting "implant exchange from textured to smooth due to the patients concerns with the product" and "fluid was removed for testing for alcl". Device remains implanted. This relates to the left device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reporting "implant exchange from textured to smooth due to the patients concerns with the product" and "fluid was removed for testing for alcl". Patient called and stated they tested negative for alcl. Device remains implanted. This relates to the left device.